Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a retained capsule for 46 days. The patient presented to the hospital with two-day history of coffee ground emesis, patient history significant for cerebral palsy and developmental delay. The patient was hospitalized and retained capsule was reported as an incidental finding and not thought to be related to the patient's presenting symptoms. The capsule was removed via endoscopy and the patient reported to be doing well.